Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure, the laser was end firing and firing out the side, leading to decreased vaporization power. The fiber was exchanged and the procedure was completed with second fiber. Patient outcome ¿ok¿ reported. There was no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 72,849. Time expended: 11:34 minutes. The fiber tip (cap) was not cleaned during the procedure.